Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient having instability. The patient is very non compliant. This surgery was a revision of a revision. After the first surgery, the patient was unstable. When the patient went in for the second surgery, the surgeon found the patient had an infection. The surgeon took out the hemi and put in a reverse this time, due to the instability.